Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review for lot# 4144352 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The customer reported a plum burette clave sites 114in ndehp set that was connected to an unspecified chemo medication, the infusion was started, and found the medication kept leaking. The clave additive port was found broken off. There was patient involvement, but no harm reported.